Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had foreign matter in them. This was discovered during use. The following information was provided by the initial reporter: material no: 367841 batch no: 8303649, 9036740. It was reported that a piece of what appears to be plastic was found in the tubes after drawing blood and inverting the tubes per procedure. Plastic piece is stuck to the inner sidewall and cannot be removed. Four different patients were affected and two of the four had to be redrawn. All four occurrences happened 06/18. Customer stated that patient identifiers and images are available upon request. Per customer's response to info request, we actually figured out it was from the blood transfer device being used.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8303649, medical device expiration date: 2020-02-29, device manufacture date: 2018-10-30. Medical device lot #: 9036740, medical device expiration date: 2020-05-31, device manufacture date: 2019-02-05. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had foreign matter in them. This was discovered during use. The following information was provided by the initial reporter: material no: 367841, batch no: 8303649, 9036740. It was reported that a piece of what appears to be plastic was found in the tubes after drawing blood and inverting the tubes per procedure. Plastic piece is stuck to the inner sidewall and cannot be removed. Four different patients were affected and two of the four had to be redrawn. All four occurrences happened 06/18. Customer stated that patient identifiers and images are available upon request. Per customer's response to info request, we actually figured out it was from the blood transfer device being used.